Event description:
It was reported that the customer was missing the top of the reservoir. Customer was in the hospital at the time of the call for gastroparesis. Customer declined to document the hospitalization. Customer was not feeling well. Customer disconnected and stated that she will call back. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.